Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device pt's information guide, suggests that the pt should modify their activity for 48-72 hours; no straining, no lifting greater than 10 pounds, and to avoid driving the day of discharge.

Event description:
The information provided to sjm indicated that an sjm angio-seal device was selected for use and deployed without incident following a percutaneous coronary intervention and a pre-deployment angiogram, revealing a puncture at a suitable location. Forty-eight hours post-deployment and post-chemotherapy, the pt experienced a decrease in blood pressure. A computed tomography scan diagnosed a retroperitoneal bleed requiring surgical repair. The device was found in the periarterial soft tissue and not in the vessel. It was reported that the device was deployed appropriately and may have become dislodged due to violent retching and vomiting caused by the chemotherapy treatment. It was also reported that the event was not caused by any failure of the device. The pt remained hospitalized due to the cancer treatment and was stable following the event.